Event description:
Pt with bilateral subglandular inframammary gels (unk size/type/MFR - no records) for augmentation. Since last visit in '91, pt c/o increasing lt sided pain and firmness with left "na" drawing higher. Pt has also developed some mild systemic symptoms in last year, including fatigue (two hrs after awakening, 2-3 good days/wk),"positive payback","dms", spine stiffness & intractable heartburn 3/99.